Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/05/2016, that on (B)(6) 2016, the values on the receiver do not update. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of the receiver and smart phone displaying different values. A root cause could not be determined.